Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Patient device interaction problem/cardiac perforation: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported that the physician stated there was a potential for left ventricular perforation during insertion, as the patient required a return to the operating room for a washout after being transferred back to the intensive care unit. The impella 5.5 pump was implanted through direct surgical access via the right side of the aorta. The patient later expired following explant. Product return status is unknown and pending further evaluation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.